Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Vascular. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Second and first firings. If echelon, during which stroke did the event occur? Did not fire at all. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Higher to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Hard time unlocking and had to push hard to reopen the devices the analysis results found that device (a) was returned in good visual condition and with no cartridge reload present. The knife was not fully retracted, thus the device would not open. The knife was returned to home and then, the device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device closed, fired and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device (b) and (c) were received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device closed, fired and opened without any difficulties noted. Device b and c additional information: premature sled movement.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device fired once with the blue reload then after loaded with the white load the device would not fire. A second similar device was loaded with a white load and was placed on tissue, the surgeon waited then fired and the device would not fire. The surgeon pulled out the device to reload and the device would not open. A third similar device was loaded with a white load and was placed on tissue, the surgeon waited then fired and the device would not fire. The surgeon pulled out the third device to reload and the device would not open. A similar articulating device was used to complete the procedure. No adverse consequences reported.